Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8785, lot# n362729, implanted: (B)(6) 2014, product type: accessory. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that the patient¿s pump had flipped in the pocket. The diagnosis was made via examination and palpation on (B)(6) 2014. The pump was surgically repositioned and ¿tacked down¿ on (B)(6) 2014. During the surgery, the catheter was observed and was in was in the appropriate position and without problems. The event was related to the implant procedure and the cause of the flipped pump was failure of the securing sutures to hold the pump in place. No patient symptoms were reported. Patient outcome was resolved without sequelae as of (B)(6) 2014. The device system delivered morphine.

Event description:
It was later reported that the sutures had been properly placed per the physician¿s standard procedure. The medical record did not state that the sutures failed due to the patient¿s tissue not holding.